Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. It was noted, if the light source cable is not seated correctly, a b30 error could occur. Customer was recommended to check that the light source cable is connected correctly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic colonoscopy procedure the evis exera iii video system center exhibited scope communication error b30. It was noted, the intended procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.